Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, severely scratched lcd window, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that there was crack on screen of insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.